Event description:
Healthcare professional reported, left side rupture. Confirmed via ultrasound. Device was explanted and replaced with non-abbvie device.

Manufacturer narrative:
Continued: e1: phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side rupture confirmed via ultrasound. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as unidentified (tear). Shell thickness was within specification). As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture confirmed via ultrasound. Device was explanted and replaced with non-abbvie device.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional, changed, and/or corrected data: h.6.